Event description:
A hospital in (B)(6) reported that water leaked from the connection part between the feed tube and the bag spike of an mr290 autofeed humidification chamber during use. No patient consequence was reported.

Manufacturer narrative:
(B)(4). Method: the returned complaint chamber was visually inspected and attached to a water bag to test for leaks. Results: the visual inspection revealed that the water bag spike had partly separated from the feedset tube. The chamber filled to the expected fill level and then small drops of water began to build up at the connection between the feedset tube and the water bag spike. A lot check revealed no other complaints for the lot number provided. Conclusion: the leak was caused by the applied glue not being able to hold the spike to the feedset tube. We were unable to determine why the glue bond had failed. All chambers are pressure tested before they leave the production line and any holes or leaks in the feedset are identified during this process. This suggests that the leak developed post production. The user instructions which accompany the mr290 chamber state "perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient". As part of our ongoing product improvements, additional glue is now applied to the feedset spike during production. (B)(4).